Event description:
Pt has experienced electro-magnetic interference. For example, when she uses the phone her ear becomes red. When she is by machines, she gets sick. She cannot work her regular schedule, yesterday she had a fainting spell. She is also sweating and her head is spinning. The dr doesn't want to do anything to treat her. He says it is craziness. Pt has been to the emergency multiple times with palpitations. She has been hospitalized. The ambulance has come for her 3 times but dr sends her home. Pt says she can't touch the microwave, phone or tv. She gets a burning sensation. Her blood pressure is getting higher and her medication has been increased.